Manufacturer narrative:
Model number/catalog number 72404127 serial number null batch/lot number 1000317128. Model/catalog description control pump fgs iz. Model number/catalog number 72400024 serial number null batch/lot number 1000332641. Model/catalog description balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced urinary retention leading to an artificial urinary sphincter (aus) revision surgery. During the procedure the existing device was removed. Urethral erosion was noted, therefore no new aus was implanted during the surgery. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.